Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, having risen from 1.5v at 0.5 ms to 3.5v at 0.5 ms. Impedance remains stable. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2009. (B)(4).